Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left hip was revised. Spoke to the branch operations manager, who said that the rep had reported that the patient was revised due to a femoral periprosthetic fracture sustained in a fall. Rep had also reported there were no allegations against the stryker implants. An accolade ii stem and biolox head were revised to a restoration modular stem construct with another ceramic head, and 2 cable and sleeve sets. Update 06/august/2021 wg: additional information provide by the rep: "reported to hospital for revision surgery. I was told that the patient fell the day before at grocery store. Bone broke around stem that was placed on (B)(6) 2021 causing it to be loose. We removed the stem and femoral. Cerclaged the bone and placed a revision stem and new femoral head. No negative product experience reported by surgeon. No implants, no xrays, no information returned per policy of hospital."